Manufacturer narrative:
One catheter with attached monoject 1.0 cc limited volume syringe and non-edwards three-way stopcock at proximal injectate hub was returned for evaluation. No visible damage to the catheter body, balloon, or returned syringe was observed. No error message was found on the vigilance ii monitor. The thermistor was submerged in a 37.0 c water bath and read 36.9 c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened and no visible abnormalities were found. Resistance value of resistor in thermistor connector was measured to be within specifications, at 9830 ohms. Resistance value of thermistor at 37c was measured to be within specifications, at 140563ohms. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.0 cc air by holding the balloon under water for 5 minutes. Visual examination was performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of blood temperature measurement issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.

Event description:
It was reported that the indicated blood temperature was 35 degrees c where the expected blood temperature was 37 degrees c during use in a patient with an atrial septal defect. The value was not affected by the patient condition. There was no occlusion, leakage or kink noted in the catheter. The catheter was not replaced. The cable was replaced but the problem was not solved. Error message was not observed. It is unknown if the patient was treated based on the incorrect value or not. There were no patient complications reported.